Event description:
The customer contacted baxter's technical service center to report a check total volume alarm, which occurred on the homechoice (hc) during use. The patient was not connected. The home patient stated the hc lost programming, and when they turned on the homechoice, it alarmed check total volume. The home patient stated this was the second time this happened. The technical service representative initiated a swap. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis until the new machine would arrive. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported condition of home choice lost programming. The cause for the reported condition of home choice lost programming was undetermined. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.